Event description:
It was reported that shaft was not spinning on the attachment device. It was further reported that sometimes the control knob would not turn. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown, although, it was reported that the event occurred during the month of (B)(6) 2015. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device shaft had no rotation and the sleeve engagement operated intermittently. Therefore, the reported condition was confirmed. It was determined that the device would not rotate most due to worn and damaged gears. It was determined that the sleeve engagement was not functioning properly due to a damaged locking mechanism. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.